Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states butt started hurting about 6 months ago, maybe a little longer, maybe not. Patient states having sharp pains going down the leg and right where the stimulator is. It felt like it started there and went all the way down leg and as it went on it got worse and worse. Patient went to the doctor and had CT scan and mris and their back was kind of jacked up. Patient turned off the device and still has pain in that area, sometimes when they turn a certain way or bend, they get a sharp nerve pains going right down the left part of the groin and hip and back. The longer patient sits on the back, both sides of butt hurt down right underneath the cheek part and sometimes it will go down both legs but it is worse on the left side because that is where the implant is on the left buttock. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider on wednesday.